Event description:
Hospital association malpractice and general liability trust is a third party administrator for the hospital where the pt was treated. They reported that the pt underwent a laparoscopic assisted vaginal hysterectomy in the trendelenburg position. Immediately after the surgery the pt complained of numbness and tingling in their left arm and hand. Pt continues to be treated by a neurologist and occupational therapist. Pt is having some pain along with the numbness and weakness. Preliminary diagnosis is "cervical radiculopathy v. Radial nerve neuropathy." In addition to the manufacturer, the hospital, surgeon, anesthesiologist and crna were all notified of this situation in an attempt to resolve the issue.